Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient involvement. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.